Event description:
The graft was implanted as a thoracic-aortic graft. The graft's aorta was anastomosed to the thoracic aorta, the iliacs were anastomosed to the right carotid and subclavian arteries, respectively. When the clamp was removed, the graft leaked blood throughout its walls over a period of approx two hrs until the surgeon controlled, and then stopped the bleeding with surgicel, topical thrombin and protamine. The graft became blood-tight and was left in. Approx 5 units (2.5 liters) of blood were reported to have been lost through the graft. The pt received 5 units (2.5 liters) of blood by transfusion. The post-operative condition of the pt is ok. Note: prior to surgery, the pt was on anticoagulants and aspirin therapy. This is believed to have been the main cause of the prolonged bleeding.

Manufacturer narrative:
Three unused segments of the implanted graft were evaluated by co's consulting pathologist. The mfg batch records for the device were reviewed. The batch records were not atypical - there were two similar incidents reported for this batch, although the MFR believes, based upon the surgeon's report, that the prolonged bleeding in this incident was probably caused by the pt's physiological condition due to being an anticoagulants and aspirin therapy. Gross description: received in formalin are three segments of dacron vascular graft. Two of the segments are similar and measure up to 17 cm in length by 1.0 cm in diameter. The other segment of dacron vascular graft measures 10.0 cm in length by approx 1.8 cm in diameter. The outer surfaces are dull and show no tissue or blood elements. On section, the lumen of the dacron vascular graft segments show no blood on tissue elements. Microscopic description: segments of a collagen-coated dacron vascular graft are identified. The collagen coating is present on the luminal surface, within the interstices, and on the outer surface of the dacron vascular graft. No loss of integrity of the collagen coating or the dacron vascular graft is identified. Blood elements are present on the luminal surface of the dacron vascular graft. No tissue components, i.e. Fibroblasts, are identified. Summary: an intact collagen-coated dacron vascular graft is identified. Collagen is present on the luminal surface, within the interstices, and on the outer surface of the dacron vascular graft. Blood elements are identified on the luminal surface. No loss of integrity is identified.